Manufacturer narrative:
(B)(4). The returned device evaluation found the plunger, cuffs, link, needle tip monofilament and suture trimmer were not returned. Since the suture trimmer was not returned and an integral part of the investigation, the root cause could not be determined. No manufacturing or quality issue was detected on the returned components. A review of the device history record did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there were no similar complaints within this lot for the reported device code at the time this investigation was performed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, in the last step, when the trimmer was pushed by the physician, the suture was completely dislodged from the suture trimmer device. Manual compression was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was available.